Event description:
It was reported that after a tka performed on (B)(6) 2020, the patient fell and presented pain and patella dislocation. This was addressed via revision surgery on (B)(6) 2022 where the patella and liner were explanted and changed to other s+n implants. The surgeon decided it is not a product failure. Further information is unknown and will not be available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information: a2, g4 (510k), h3, h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 2.5 years post implantation due to pain and patella dislocation following a fall. As of the date of this medical investigation, the supporting clinical documentation has not been provided, and per correspondence, is not available; therefore, no clinical factors could be assessed which would have contributed to the event. Reportedly, the surgeon decided it is not the product failure as the events ¿were caused by the patient fall¿. With the limited information provided, the patient impact beyond that which was reported cannot be determined. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in possible adverse effects that dislocation and subluxation can result from trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury and/or patient anatomy. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.